Manufacturer narrative:
Continuation of d10: product ID: a710, product type: software, product ID: neu_unknown_lead, explanted: (B)(6) 2025, product type: lead, product ID: neu_unknown_lead, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead, b3: event date is unknown. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that system error 0x67cd38b1 on the clinician programmer when attempting to interrogate the implanted neurostimulator (ins). They are unable to make contact with the ins. The manufacturer representative (rep) inquired with technical services (ts) regarding this error message. Ts looked for the system error 0x67cd38b1 but couldn't find a specific explanation for this code. Generally speaking, a system error indicates that the application has encountered an unexpected error. Normally, a system error can be resolved by closing the running application and restarting it. As was mentioned over the phone, the patient had their ins system unloaded for some time. They had an appointment to test the differential targeted multiplexed (dtm) program with the wens, and the doctor then proceeded to replace the electrodes. What's more, this code appeared with two different tablets. Feel free to add any relevant details. Another possibility we mentioned was a system error related to the pds application: close all applications, then open the pds application for 5-10 seconds. If the message "allow patient data service to access photos, media and files on your desktop" appears, press the "allow" button. Then close the pds application again and try opening the therapy application to see if it is possible to use the application and interrogate the implant. If this doesn't solve the problem, restart the tablet and try again. Resolution unknown. Additional information was received. It was reported that there was a system error on the implanted neurostimulator (ins) application: (code: 0x67cd38b1) making it impossible to interrogate and program the ins with the programming tablet. Questioning the ins with the patient¿s controller worked as well as recharging the ins via the recharger. The patient was initially implanted with 2 subcutaneous paralumbar vectris leads connected to their ins. The patient did not recharge their ins for several months because the stimulation was no longer effective. The doctor therefore suggested that they implant a vectris spinal cord electrode as a test on (B)(6) 2025 (test with a wens). The test was positive, so the doctor decided to remove the paralumbar electrodes and reconnect the new vectris medullary electrode to the ins in place on (B)(6) 2025. Programming the ins has never been possible in post-op because of the appearance of the error code. For information, there was no impedance test performed per-op during the reconnection on (B)(6). Multiple tests with 4 different programming tablets (but always the same code) today on (B)(6). Today, they also tried to deactivate/reactivate the ins via the patient controller (the manipulation worked with the patient accessories, but it did not allow them to erase this error code with the tablet). The reports and logs have been sent to technical services. The ins was replaced and the issue resolved.

Event description:
Additional information was received. It was reported that, regarding when the patient's issues where the stimulation was no longer being effective occurred, it was noted that the date is uncertain but it dates from the end of last year ((B)(6) 2024). Everything works well for the patient with their new system.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260, serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead b3 date is year valid only. H6: b18 applies to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3550-29 lot# serial# unknown: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead h3: the returned implanted neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, it was observed that they were unable to test due to the return condition of the device. When attempting to communicate with the ins, an error code was received on the clinician tablet. Code: 0x4b4ba119. They were unable to test due to the system error. This was traced to the ins software/firmware. Further investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.